Event description:
The values (pt value and d-dimer value) are not consistent in viewer and report. There was no reported patient injury associated with this event.

Manufacturer narrative:
This MDR is being submitted late as this is part of our ongoing quality improvement activities. We have updated the risk assessment control record and the update has resulted in the assessment that this reported complaint meets the reportability criteria as outlined in the risk assessment control record for ge healthcare. Investigation revealed, when viewing results in patient viewer and a coagulation result is outside of a linearity limit (high or low) then all of the results processed after this will show the same result as the result with the out of linearity limit. This is due to the linearity limit will override the actual result. Because the program is not resetting the variable that checks this, once the program has found the over/under linearity limit flag it does not reset and places that value into the result fields for the remaining results that follow. If the actual result is outside the limit then it will flag, if it is not outside the limit, it will not flag. This only happens when a result is outside of a linearity limit, it does not happen when the results are between the limit low and limit high. The root cause is a variable was not correctly initialized. (B) (4).